Manufacturer narrative:
(B)(4).

Event description:
Per additional information received,as per pfs, bodily injuries resulted from implantation of pelvic mesh product - recurring prolapse, chronic bladder infections, pelvic pain, vaginal pain, painful intercourse, swelling, inflammation, sadness and currently experiencing symptoms such as not being able to empty bladder, pain when standing, pain during sexual intercourse and bladder infection.

Event description:
Procedure: urological/gynecological. According to the reporter: the pt underwent a repair procedure and the pt allegedly experienced pain and injury. Pt has undergone, or will undergo, corrective surgery or surgeries. The pt's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received.

Manufacturer narrative:
(B)(4). Additional info from the importer (B)(4) report: (B)(6) 2012, brand name: pelvitex polypropylene mesh, procode: ftl, catalog # 486015, (B)(6).